Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient presented to the first hospital emergency room with a ruptured aneurysm. The patient was transferred to a second hospital for treatment. Upon arrival at the second hospital the patient was unresponsive and was sent emergently for endovascular repair. The patient had not received endovascular treatment previously. The aneurx stent graft system was successfully implanted, however, at the end of the procedure, the patient expired due to the large volume of blood the patient had lost from the ruptured aneurysm.